Event description:
Caller states that during a study, a blood glucose result of 50mg/dl was obtained on the inform system, and result of 221 mg/dl was obtained on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. It is not known if the reported sample had been stored overnight. Requested return of suspect device and replacement was sent.